Manufacturer narrative:
Examination of returned device was inconclusive as not all pieces were returned. No corrective action as the root cause cannot be determined at this time

Event description:
It was reported patient underwent an anterior cruciate ligament reconstruction procedure on (B)(6) 2015. During the procedure, the toggleloc pulled out through the tibial funnel. The toggleloc was removed and another toggleloc was utilized to complete the procedure. A 45 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "care is to be taken to ensure adequate soft tissue fixation at the time of surgery. Failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result."